Event description:
It was reported the device turns on, but there is no display. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The main pc (printed circuit) board was out of specification. Both bail covers, the upper and lower cases, and the battery drawer were broken.